Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 50 mg/dl and glucose was consumed to address the bg level. The low bg was reported to be due to the customer not eating enough for the amount of insulin that was bloused. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider.